Event description:
Fire department personnel were attending to a pt down approximately 1 hour as a result of carbon monoxide poisoning. External pacing was attempted and allegedly the monitor screen displayed excessive artifact and capture could not be discerned. The pt was not resuscitated; however, the reporter stated the alleged malfuntion did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.